Event description:
Terumo received the following information: it was reported that the product was used in an emergency operation for a type a aortic dissection. During the procedure, the oxygenator was replaced a total of three times since gas-change performance had deteriorated. This surgery was performed at midnight, and, in addition, the pump had been circulated for 24 hours. No harm to the patient attributable to this case was reported. Since the product was replaced, it was determined to be "serious injury". The patient eventually returned to intensive care unit (ICU) under extracorporeal membrane oxygenation (ECMO) support. The patient is in poor condition. The final patient impact is unknown.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: 96.2kgs. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt (visual inspection) no anomaly such as damage was found. Gas was blown into the gas channel of the actual device. The outflow of a transparent liquid was observed from the gas outflow side. The actual device, after having been rinsed and dried, was tested for the o2 transfer volume and co2 removal performance in accordance with the product inspection protocol. They met the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100% [o2 transfer volume] @6l/min:399 ml/min., @4l/min: 285 ml/min [co2 removal volume] @6l/min: 337 ml/min., @4l/min: 248 ml/min. Although the contents of the pump record, it had only two blood gas data points, and it was not possible to determine the factors that caused the gas exchange failure. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code/lot number no similar report was found. Based on the investigation results, the gas transfer performance of the rinsed actual device met the factory's specifications, and no anomaly was found in the manufacturing records. As for the factors that caused the gas exchange failure, based on the condition of the actual device and the results of the pump record when another oxygenator was used in the same case (quality information ref. No. (B)(4), quality information ref. No. (B)(4), the following factors were considered, but it was not possible to clarify the cause. Since contact between blood and gas was blocked due to some factor (plasma leak, etc.), it was considered possible that oxygenation had deteriorated. Relevant IFU reference: the IFU (capiox fx25) has the following warnings and precaution regarding gas transfer failure. Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients' metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. For related reports please refer to section h10. This report is for the third device used during the case. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.